Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2021-03-03. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-06-14 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: two injector samples were provided to our quality team for investigation. The product was visually inspected with no defects observed. The samples were functionally tested, flow was observed in both samples, however, some resistance was noted in the first injector. The product which displayed some resistance was further evaluated and found the needle of the injector was partially clogged by a polypropylene particle, no issues were observed in the second sample. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. A device history review was performed for reported lot 2005008, no deviations or non-conformances related to the reported issue were identified during the manufacturing process, however, a maintenance order was performed during assembly of the reported lot due to several stops within the machine, changing the piece responsible for properly positioning the cannula. Three retained samples of the same lot were used for additional evaluation. The samples were functionally tested and, in all cases, flow was observed and the product functioned as intended. After disassembling the injectors, no occlusions were observed. Two phaseal injectors, one connected to a syringe were received out of the original package. After the investigation it can be concluded: after a fluid test (c35), flow was found for both samples though, for sample#1 found resistance on plunger. For sample#1 the grips from the safety sleeve were removed from their place causing needle exposure. After a fluid test (infusion bag), flow was found for both samples though, for sample#1 found resistance on plunger. After the inspection of injector sample#1, it is observed that the needle from the injector is clogged by polypropylene material, probably leading to flow issues reported. No issues were recorded related to injector sample #2 three retained injectors n35j from lot number 2005008 were requested for a deeper investigation. No anomalies were found on retained injectors after a visual inspection. The injectors were connected to a syringe and to a protector+ vial. After a function test, air could be released from the syringe to the vial. The liquid could move from the vial to the syringe and from the syringe to the vial. No resistance was noticed. The injectors were disassembled and no occlusion was noticed on the cannula from any of the injectors. Therefore, the event reported could not be replicated on retained samples. Investigation conclusion: complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Root cause description: based on the quality team's investigation and sample evaluation, this incident was determined to have occurred due to improper positioning of the cannula when inserted into the needle housing which resulted the polypropylene becoming pulled into the cannula and creating an occlusion. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Rationale: no additional action are needed at this time.

Event description:
It was reported that injector luer lock n35j was clogged by foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: after connecting the injector to a syringe, the hcp could not aspirate the drug solution. The drugs used are tecentriq and perjeta.